Event description:
It was reported through the research article, ¿transcatheter aortic valve replacement for aortic regurgitation in patients with left ventricular assist devices: an institutional experience¿ that the heartmate 3 (hm3) may be related to aortic insufficiency/regurgitation. This observational study included 348 left ventricular assist device (lvad) patients, who were implanted between (B)(6) 2014 to (B)(6) 2024. Of those 348 patients, 7 (2%) patients received a transcatheter aortic valve replacement (tavr) for significant aortic regurgitation (ar). 5 of the 7 patients were implanted with a hm3 lvad (patients 2 to 6). This event was created for patient 6, male, age 79. The patient underwent the tavr 1554 days after lvad implant. The patient underwent the tavr due to severe mitral regurgitation (mr), severe tricuspid regurgitation (tr), and severe aortic regurgitation (ar). The patient was discharged alive with moderate to severe mr, no tr or ar, and no postprocedural complications.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been estimated and entered as 01oct2024, since the lvad implant occurred between (B)(6) 2014 to (B)(6) 2024. Bashir h, et al. J. Clin. Med. Journal of the society for cardiovascular angiography & interventions, article in press. Https://doi.org/10.1016/j.jscai.2025.103662. The christ hospital heart and vascular institute and the lindner center for research and education, cincinnati, ohio, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The reported information was obtained through a literature review. The heartmate 3 device serial numbers and other specific case/patient information are not available. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.